Event description:
It was reported that unspecified malfunction occurred. The date of the event is an approximation. On (B)(6) 2025, the patient was seated on the couch and, upon standing, experienced a sudden loss of consciousness without any preceding symptoms. He was unable to check his dexcom app prior to the event, and there was no indication of egv readings, alerts, or alarms. Upon regaining consciousness, the patient found firefighters present, who administered oral glucose gel to elevate his blood sugar. They remained on-site for approximately one hour, during which the patient¿s condition improved. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.